Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were no green lights and no tone when the programming head was placed over the device. There was also no pacing on the monitor. The patient has not been checked in two years. The device is still in use. No patient complications have been reported as a result of this event.